Event description:
It was reported that on (B)(6) 1999, the patient underwent an anterior complete disc excision, l4-5 and l5-s1 with partial endplate excision, the anterior lumbar interbody fusion at l4-5 and l5-s1, the redo posterior segmental instrumentation with intrasacral fixation from tl2 to s1, the redo posterior lateral fusion at tl2, l1, l2, l4-5, and l5-s1, the removal of previous segmental instrumentation from tl2 to s1, and the iliac crest bone graft. It was reported that on (B)(6) 1999, the patient underwent a redo laminectomy and foraminotomy at left side of l4-l5 and l5-s1. It was reported that on (B)(6) 2005, the patient underwent a revision decompression at l5-s1, interbody fusion, and exploration fusion. It was reported that on (B)(6) 2010 the patient underwent a surgical procedure. It was reported that the patient suffered pain and injuries as a result of the infuse used in this surgery.

Event description:
It was reported that on (B)(6) 1999, patient presented at hospital, where doctor performed a surgical procedure: the anterior, complete disc excision, l4-5 and l5-s1 with partial endplate excision, the anterior lumbar interbody fusion at l4-5 and l5-s1, the redo posterior segmental instrumentation with intrasacral fixation from t12 to s1, the redo posterior lateral fusion at t12, l1, l1-2, l4-5, and l5-s1, the removal of previous segmental instrumentation from t12 to s1, and the iliac crest bone graft. On (B)(6) 1999, patient presented at hospital, where doctor performed a surgical procedure: the redo laminectomy and foraminotomy at left side of l4-l5 and l5-s1. On (B)(6) 2005, patient presented at hospital where doctor performed a surgical procedure: the revision decompression l5-s1, interbody fusion, and exploration fusion. On (B)(6) 2010, patient presented at hospital, where doctor performed a lumbar fusion surgery in which rhbmp-2/acs was used. Patient later returned home, but her pain and difficulties did not subside. Patient now suffers from severe injuries and damages, including chronic pain syndrome, neck pain, herniated discs, and bulging discs.

Event description:
It was reported that on (B)(6) 2010: the patient was preoperatively diagnosed with thoracic spinal stenosis, t9 and t10. Scoliosis status post fusion from t10 down to the sacrum. Nonunion of fusion at t10-t11, t11-t12, t12-l1. Broken hardware and underwent following procedures: laminectomy of t9 and t10 for decompression of the spinal cord and nerve roots. Posterior spinal fusion from t8 to t11. Segmental instrumentation from t8 to l3 down to the previous area of the instrumentation below the breakage of the instrumentation. Removal of segmental instrumentation from t10 down to l3. The posterior spinal fusion with local bone and allograft from preparation of local bone and allograft and bmp from t8 to l3. As per op-notes "..surgeons then under fluoroscopic control placed bilateral pedicle screws into t8 and t9 and used the previous pedicle screw holes at t10-t11 and down to the area where the previous implant ended. They connected a rod end to end from the previous end of the broken hardware long enough to extend up to t8. Surgeons then brought the rod down into the pedicle screws, and tightened all the eyebolts to the appropriate specifications. This showed good alignment on the x-ray. The surgeons now decorticated the transverse processes of t8 and t9 as well. They mixed the local bone with cancellous allograft chips, morselized that in a bone mill. They placed sponges of bone morphogenic protein covered by the local bone and allograft bone chips spanning from t8 down to l3 level, covering all areas of previous nonunion".

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.